Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found micro-dislodged. The micro-dislodgement was suspected as the lead exhibited high pacing thresholds, and the x-ray did not show a noticeable change in the lead's position. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Cuts in the outer insulation were noted approximately 15 cm from the terminal end, likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds and dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found micro-dislodged. The micro-dislodgement was suspected as the lead exhibited high pacing thresholds, and the x-ray did not show a noticeable change in the lead's position. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.